Event description:
Update rec'd (B)(4) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
Litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries. The devices associated with this report were not returned. A search of the complaint database found no similar reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update 6/4/15-pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated infection. All implants were removed. There was no mention of loosening or metallosis.